Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, compromised immune resistance, immediate implantation, increased sensitivity, bleeding, inflammation, mobility (B)(6) are same patient),